Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator of an asymptomatic patient was found to be operating in backup vvi mode. Device restoration was not attempted. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.